Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein only the ipg was removed. The physician was not able to replace the ipg as the tails of the paddle lead were frayed and the ipg was calcified. It was noted that the lead was frayed prior to the procedure. The lead was cut and remain implanted and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred ten years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8116500. Model: sc-8116-50. Serial: (B)(4). Batch: 116158.